Event description:
It was initially reported that the when the stimulation from the implantable neurostimulator (ins) was turned on for 3 days, the patient experienced swelling on their whole right side, from the hip on down. No diagnostic testing or troubleshooting had been performed at the time of report but was to occur in the future. The patient status was reported as ¿alive ¿ no injury¿. Follow up information received reported that the patient was seen on (B)(6) 2013 at the clinic. After talking to the patient, it was described that they had swelling in their legs when the ins was turned on. Examination of the patient¿s legs revealed they were red and swollen from the knees down to their feet on both sides. No swelling or redness around the ins was observed. An impedance check was performed and no shorts or values out of range were observed. When the ins was turned on, the patient screamed and stated that it hurt and started crying. It was determined by the patient¿s physician and nurse practitioner that the patient had cellulitis. It was undetermined if the cellulitis was related to the device. The patient was taken to the emergency room and was admitted to the hospital. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was treated and discharged to their home. The patient had been seen by the healthcare professional on (B)(6) 2013 and their cellulitis was resolving. The hcp discussed changing the battery or explanting. The patient would return to the office (B)(6) 2013 and would be seen by the manufacturing representative at that time. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that according to the health care professional (hcp) the patient's legs were still swollen and the cellulitis was not device related.